Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturers investigation and to inform correction on section b5 and the device return evaluation results submitted on the initial MDR report.   Correction- the initial MDR report submitted for the patient identifier (B)(6) (na-u403sx-4019 kr257487) was ¿did not deploy.¿ this supplemental corrects that report . The correct information is that the patient identifier (B)(6) belongs to -" sheath separate from the hub" issue. In addition, the device return evaluation results reported to complaint patient identifier (B)(6) did not deploy issue and not sheath separate from the hub issue. Reiterated:  device return evaluation for patient identifier (B)(6) belongs to "sheath separate from the hub" issue. Device return evaluation for patient identifier (B)(6) belongs to "did not deploy¿ issue. The following is the updated results of the device return evaluation including the final legal manufacturer final investigation: the returned device was inspected. The complaint was confirmed. A visual inspection upon the received condition found the insertion portion sheath detached from the metal protector boot. There was also severe kinks/damage to the detached insertion portion sheath.  In addition, the insertion portion coil sheath from the distal end side is bent. The detached/damage insertion portion sheath cause the needle tip to not extend from the insertion portion sheath. No additional damage/failure was noted.  Device history records were reviewed and showed the product met all specifications upon release. The observed defects/failures were likely caused by forcing the device through resistance and/or angulation. Page 13 of the device instruction for use (IFU) pn0008807_ah addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." In addition, on page 12 of the device IFU, it says: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.https://emdr.FDA.gov/emdr/formredaction/d11.jsf#.

Event description:
Company representative reported of two failed device . One failed due to "didn not deploy" issue and the other failed "sheath separate from the hub" issue. These two issue reported occurred on the same model with the same lot ( model na-u403sx-4019 , lot kr257487). No harm was reported. No patient harm, no user injury reported due to the event. The event reported includes two reports to capture the two reported issue. Report with patient identifier (B)(6) (na-u403sx-4019 kr257487)- did not deploy issue. Report with patient identifier (B)(6) na-u403sx-4019 kr257487- sheath separate from the hub issue. This report being submitted is for report with patient identifier (B)(6) (na-u403sx-4019 kr257487)- did not deploy issue.

Manufacturer narrative:
Follow ups were made to gather additional information regarding the event reported, however, were unsuccessful , no response is received from the customer. The subject device however was returned for evaluation. Evaluation of the returned device for the reported issue of "did not deploy" , the following were noted : a visual inspection was performed on the received condition and a minor restriction with the needle tip while the slider from the handle side was manipulated was observed. However, the needle tip fully extends out from the insertion portion sheath. The needle was noted bent below the metal protector boot, which cause the minor resistance with the needle tip. Additionally, during testing, it was noted that it was unable to remove (stuck) the stylet wire from the aspiration port at the handle side. The stuck stylet wire was more likely due to the bent needle. Additionally, cut/tear on the insertion portion sheath at the distal end area was observed. There were no other damages/issues observed with the device. Based on device return evaluation findings, the reported issue was not confirmed. Although , minor restriction was observed and slight bent was noted, during functional testing, the device (needle tip) fully extends out of from the insertion portion sheath. Investigation however is ongoing. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.